Event description:
It was reported that ECG cables were broken. This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 device indicating that the ECG lead-set is broken. The rse evaluated the device remotely. It was determined that the ECG lead-set is broken the replacement for which was ordered. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the ECG lead-set. The reported problem was confirmed. The customer ordered the ECG lead-set to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.